Event description:
It was reported the patient¿s efficacy decreased so they had a second lead and implantable neurostimulator (ins) placed in 1999. No further information was reported.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was urinary dysfunction and sacral nerve stimulation. Product ID 3095-51, serial# (B)(4), implanted: 1999-(B)(6), product type extension product ID 3095-25, serial# (B)(4), 2007-(B)(6), (B)(4).